Manufacturer narrative:
Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported a suction issue with medela's sonata breast pump (see 1419937-2017-00179). During follow-up with a medela clinician regarding that issue, the customer stated that she had mastitis previously while using a pump in style breast pump for her other child, for which she was prescribed antibiotics. The customer did not report an issue at that time.